Event description:
It was reported to covidien on 02/12/2015 that a customer had an issue with a dialysis catheter. The customer stated that the catheter had a leak in the y junction. The catheter was placed on (B)(6) 2013. The incident date was (B)(6) 2015. The catheter was pulled and replacement with other new with the same code(covidien) on (B)(6) 2015. No patient injury.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample consisted of a 14.5 fr palindrome with slots, heparine coating and anti-microbial sleeve catheter, 28 cm implant length, 45 cm oal. The sample presented signs of use. After a visual inspection, a hole was found on the joint of the catheter between the hub and the anti-microbial sleeve. During the functional test (underwater test), bubbles were detected coming out below the hub from the lumen which corresponds to the venous extension. The lumen corresponding to the arterial extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The device was in use for 1 year and 6 months. The device was more likely damaged during use. The most probable root cause can be due to improper use of cleaning agents. The lot involved on this complaint was manufactured on 03/18/11, before the initiation of a corrective and preventative action. This event is being handled through this CAPA. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.